Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting out during the manual prime process. Customer stated that the drive support cap was normal. Customer stated that the insulin pump received no delivery alarm and it was resolved by changing complete set. No harm requiring medical intervention was reported. The deivce will not be returned for analysis.